Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The "gas loss" alarm sounded from the pump and a leak heard around the y-fitting. The iab was removed and a second was inserted into the pt. On 9/3/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - rpt'd 3/11/97. Pt current status: unk - rpt'd 3/11/97.